Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the chronic implantable defibrillation lead exhibited high out of range pacing impedance measurements. The pacing impedance measurements had been high with the previously implanted device. All other lead measurements were stable and there was no evidence of noise. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.